Event description:
It was reported that a patient complained about their far vision. The doctor targeted emmetropia for intraocular lens (iol) power, but post-op refraction was sphere -1.00, cylinder -0.75 which resulted in myopic refraction. The patient had issues with daily driving and their daily activities were significantly affected. An explant was performed, and a non-johnson & johnson lens was used as the replacement iol. There was an incision enlargement but delay in treatment and no other surgical interventions were reported. After explant, the patient¿s far vision was reported to be over 0.8, and the patient felt better. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown, not provided, but the best estimate is between 3/9/2022 to 7/15/2022. Email address: unknown/ not provided. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.